Manufacturer narrative:
Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up, reported the system timer worked properly for the rest of that case and in the subsequent case. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic visualase representative reported that, while in a laser induced thermal therapy procedure, that the surgeon pressed the laser button, the laser engaged as it should (audible tone, steady light and heating on the images was seen), but the software count-up timer remained at 0. When the laser was turned off from the software interface, the timer updated to display the total laser on time, which was 48 seconds. System is running (B)(4) software. No other problems with the timer display in other ablations. No delay in the case. The surgeon completed the procedure with the use of the laser system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
(B)(4)